Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the helix of the right ventricular (rv) was reported to have extended on its own during placement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.